Event description:
It was reported that high lead impedance was observed. The patient had received inappropriate therapy. Lead was explanted and replaced.

Manufacturer narrative:
Fracture of the inner coil was noted at 20.5cm from the connector pin, consistent with the field observations of high lv lead impedance and inappropriate therapy delivery.